Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer had a high blood glucose of 400 mg/dl. The insulin pump¿s clip broke. It flopped up and down and the customer was not able to get any insulin for 4 hours. They did not mention any form of treatment. The customer¿s current sensor glucose value was 207 mg/dl. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.